Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced physical damage when the device came apart, resulting in a nonfunctional screen and inability to continue use; the device was shut down per instructions, and a replacement was arranged while the user employed backup therapy. Symptoms included no injury. Outcomes included no clinical impact beyond interruption of device therapy and reliance on backup therapy. Investigation included collection of event details and coordination for device return for evaluation. Investigation of this case revealed a screen and housing separation consistent with device physical integrity failure of the display assembly and enclosure, rendering the user interface unusable. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of undetermined origin.